Event description:
A malfunction occurred with the customer's pump, and there were no notable events prior to the malfunction. The issue caused the customer's blood glucose level to exceed 600 mg/dl. The customer managed the high blood glucose by administering a correction injection using multiple daily injections (mdi) and did not require assistance from a third party. Technical support provided information on resetting the pump and assisted the customer in doing so, after which the malfunction did not recur. The customer was informed that they could continue to use the pump and was advised to contact technical support again if the malfunction code recurred.